Event description:
It was reported that shortly after implant, this right ventricular (rv) lead exhibited loss of capture (loc), undersensing, low amplitude and high capture thresholds. The patient reported feeling the high output pacing in the xiphisternum. A chest x ray was performed and a dislodgement and perforation were observed. The patient was admitted to the hospital for a lead revision. No additional adverse patient effects were reported. At this time, this lead remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding event resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding event resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that shortly after implant, this right ventricular (rv) lead exhibited loss of capture (loc), undersensing, low amplitude and high capture thresholds. The patient reported feeling the high output pacing in the xiphisternum. A chest x ray was performed and a dislodgement and perforation were observed. The patient was admitted to the hospital for a lead revision. No additional adverse patient effects were reported. At this time, this lead remains in service. Additional information was received that this lead was explanted and replaced. No additional adverse patient effects were reported. It is expected to receive this lead for analysis.

Event description:
It was reported that shortly after implant, this right ventricular (rv) lead exhibited loss of capture (loc), undersensing, low amplitude and high capture thresholds. The patient reported feeling the high output pacing in the xiphisternum. A chest x ray was performed and a dislodgement and perforation were observed. The patient was admitted to the hospital for a lead revision. No additional adverse patient effects were reported. At this time, this lead remains in service. Additional information was received that this lead was explanted and replaced. No additional adverse patient effects were reported. This lead has been received for analysis.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding event resolution. At this time, no further information is available. Should additional information become available this report will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.